Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to obtain coverage for his pain and had intermittent stimulation upon movement. High impedances were noted on the patient's leads. Lead replacement was recommended.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the splitter and leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was unable to obtain coverage for his pain and had intermittent stimulation upon movement. High impedances were noted on the patient's leads. Lead replacement was recommended.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the complaint had been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 25 cm from the distal end. X-ray inspection confirmed all cables were fractured, also there are pulled wires at 14cm from proximal end. Additionally, the proximal end is fractured between contacts # 5 & 6 and cables are exposed. The fractured cables resulted in loss of stimulation and high impedances. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the complaint had been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 28 cm from the distal end. X-ray inspection confirmed all cables were fractured. Additionally, the proximal end is fractured between contacts # 4 & 5 and no cables are exposed. The fractured cables resulted in loss of stimulation and high impedances. Sc-2218-70/(B)(4) device evaluation indicated that the complaint was not confirmed. Lead passed all the required tests. Lead exhibits normal characteristics. Sc-3400-30/(B)(4) device evaluation indicated that the complaint was not confirmed. Visual/x-ray inspections and impedance test of the splitter revealed no anomalies. Sc-4316 device evaluation indicated that the clik anchor has torn eyelets with missing silicone material.

Event description:
A report was received that the patient was unable to obtain coverage for his pain and had intermittent stimulation upon movement. High impedances were noted on the patient's leads. Lead replacement was recommended.

Manufacturer narrative:
Additional information was received that the missing piece of silicone from the clik anchor was removed from the patient.

Event description:
A report was received that the patient was unable to obtain coverage for his pain and had intermittent stimulation upon movement. High impedances were noted on the patient's leads. Lead replacement was recommended.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient was unable to obtain coverage for his pain and had intermittent stimulation upon movement. High impedances were noted on the patient's leads. Lead replacement was recommended.